Manufacturer narrative:
Initial report indicated that evaluation was anticipated but not yet begun. However, affiliate confirmed that product was not available for evaluation.

Event description:
Dpt was detached from the customer defined product (uk171(tw)02_) from the beginning. Evaluation only. (Customer defined product model #: uk171(tw)02_, lot# nt0256mt).